Event description:
On (B)(6) 2012, it was reported that the down button on the patient's infusion device was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within is all that is available at this time. If further information is obtained it will be provided in the supplemental report.